Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm and verifying breast shield fit. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler to get additional information and the customer responded that they were out of the country and would respond when they return. Follow up with the customer is on-going. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the suction on her pump in style breast pump was low and she had mastitis, which she self-diagnosed as she is a doctor and a lactation consultant. She indicated that she was not on medication, but was planning on it.

Manufacturer narrative:
The device was returned with the power supply, but without the remaining parts and accessories; therefore, it was evaluated with a medela lab kit on 06/05/2018. The device would not power on with the returned power supply (due to a blown fuse), so it was tested with a medela power supply and passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed. [(B)(4)].

Manufacturer narrative:
In follow up with a complaint handler on 05/11/2018, the customer indicated that she was prescribed an antibiotic, that the replacement pump was working without issue and her mastitis was resolved.